Manufacturer narrative:
This supplemental report is being submitted after a detailed batch review was performed. There were no discrepancies related to complaint issue found. Additionally after reviewing a photo received, it was noted that the picture showed the stop flow during closed position of open/close tap. In the closed position urine does not flow to the bag. When open/close tap is in opened position, urine should flow to the bag. A previous investigation is applicable to this complaint and the investigation has been closed. Therefore, this complaint will be closed without further action. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Exp date: 07/2020. Manuf. Date: 08/2015. Based on the available information, this event is deemed a reportable malfunction. Additional patient/event information was requested but was not received, should additional information become available, a follow-up report will be submitted. There is one (1) other device associated with this product complaint. A separate FDA form 3500a has been generated to address each device. Reported to the FDA on: march 2, 2016. (B)(4).

Event description:
A nurse reported that "the urine does not flow into the bag. Probably the problem is settled in a non-return valve in a bag." The initial reporter was unable to provide the specific number of devices or patients impacted due to the reported malfunction of the device.